Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of approximately 20 mg/dl, and a loss of consciousness resulting in a car accident. Reportedly, the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 74 mg/dl, and the meter bg reading was 43 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered tp approximately 20 mg/dl. Additionally, customer was using humalog supplies for over 48 hours. Bg was addressed via intravenous saline. Reportedly, the customer left the ER several hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.